Event description:
It was reported that during a normal device change out, the atrial lead had minimal or no sensing, even during a fast atrial tachycardia episode. The atrial lead was connected to the new device, and the mode was programmed to vvir mode. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.